Manufacturer narrative:
Customer did not provide serial number.

Event description:
It was reported to philips that the device failed the autotest and the operational check. There was no reported patient involvement.